Manufacturer narrative:
Further information was requested but not received.

Event description:
It was reported that high voltage therapy was withheld for an episode of ventricular fibrillation (vf). Additionally, it was noted that the device was operating in back up vvi (bvvi) mode. It is unknown if the device was in bvvi mode at the time high voltage therapy was withheld. The patient passed away. The cause of death was not provided.

Event description:
Additional information was received indicating external defibrillation was administered prior and post disabling the high voltage therapy during the resuscitation attempts.

Event description:
Additional information was received indicating the device had been programmed to disable high voltage therapy during resuscitation attempts. The device was explanted post-mortem.

Manufacturer narrative:
The reported event of high voltage output anomaly could not be confirmed. The reported event of backup operation was confirmed. Analysis of the device image found the device went into backup mode due to a power-on reset. The power-on reset was due to low battery voltage. The low battery voltage was caused by excessive number of high voltage activity within a short period of time. After the device was restored from backup mode, functional testing was performed. Telemetry, impedance, sensing, pacing, and high voltage (hv) output functions of the device were tested and found to be normal. A longevity calculation was performed and found the battery depletion was normal based on the device usage.

Manufacturer narrative:
Further information was requested but not received.

Event description:
Additional information was received indicating the patient experienced syncope. Additionally, high voltage therapy was withheld prior to the device entering backup vvi (bvvi) mode. The physician suspects the patient was deceased prior to the device entering bvvi mode. Abbott technical support was contacted, device records were reviewed, and the device was noted to have been programmed with high voltage therapy disabled prior to the device entering bvvi mode. The primary cause of death was ventricular fibrillation. The physician does not consider the device to have neither caused nor contributed to the death of the patient. Additionally, the physician does not consider the withholding of high voltage therapy to have caused nor contributed to the death of the patient.